Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedances greater than 2,500 ohms in both unipolar and bipolar configurations and loss of capture. The patient reported feeling short of breath. Surgical intervention was performed however the patient did not tolerate the procedure and it was aborted before any changes to the lead could occur. As of today the lead remains in-service.